Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawers 3, 4 and 5 were not open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawers 3, 4 and 5 were not open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. Upon inspection, a field service engineer found drawers 3, 4, and 5 failed to open at the check station. Diagnostics were run, and no pyxibus drawers were detected on the auxiliary unit. The auxiliary communication cable on the communication sled was disconnected and reconnected. System was shut down and rebooted. Post-reboot testing confirmed successful drawer functionality. The system functioned as intended after the field service engineer repaired the device.